Event description:
The siderail on this bed would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that false latching or no latching of siderails could result in serious injury and therefore this event is being reported. The technician replaced the siderail assembly in order to resolve the issue.